Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised a right knee triathlon insert from a 5x11 cs to a 5x9 cs due to patient stiffness. Original dos of the primary knee was done (B)(6) 2015.